Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a microperforation was caused by the patient's atrial lead, resulting in pericardial effusion. An emergency pericardiocentesis was performed and the lead was explanted and replaced. The patient was stable.